Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after the device triggered a patient notifier. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The hospital programmed the device with the recommended change. There were no more instances of oversensing after the programming. No adverse consequences were detected for the patient. The patient condition is well.